Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient felt painful stimulation when they go to get up from laying on the left side or when they move their left leg while laying on the left side since (B)(6) 2017. Patient also stated they had pain in the vagina. The patient services specialist (pss) suggested decreasing stimulation to see if that would resolve the symptom. Pss recommended if symptoms continued,patient should contact their doctor to discuss. The painful stimulation was noted to be a sudden change in symptoms/therapy. The patient asked if there was a specific position they should lay while sleeping. Pss told patient that medtronic did not have specific instruction to patient for body position while sleeping with the implant. Patient stated they couldn't figure out where their implant was and needed to turn down stimulation. Patient stated they still had a bandage on their skin. Patient tried to communicate but got poor communication. Pss reviewed that patient just recently had implant and body may need time to heal. Pss reviewed patient could contact the doctor to see if he can reach out to the manufacturer's representative (rep). No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-06-29 reporting that patient weight was (B)(6) lbs. The cause of the painful stimulation during positional changes was reported to be due to the stimulation being too high. The patient talked to the health care professional (hcp) office as well as the manufacturer and remembered how to lower it. The patient reported that things were doing okay. Their checkup was done with the hcp on (B)(6) 2017 and everything was healing. No further complications were reported.